Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) of three other patients. A patient said their healthcare provider (hcp) said three other patient's inss were defective and have had their therapy turned off. The identification of the three other patients is unknown at this time and follow-up has been conducted to determine their identification. No patient symptoms and no further complications have been reported as a result of this event.